Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d could not be interrogated on 12 july 2019 and 15 july 2019 with different programmers. It was reported that no follow-up was performed after (B)(6) 2016. Preliminary analysis results showed that an inductive telemetry blockage is suspected. Patient care recommendations have been provided on (B)(6) 2019 to perform a recovery procedure on this device. This procedure will be reportedly performed in (B)(6) 2019.

Manufacturer narrative:
Patient code(s) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the subject crt-d could not be interrogated on (B)(6)2019 and (B)(6)2019 with different programmers. It was reported that no follow-up was performed after (B)(6)2016 . Preliminary analysis results showed that an inductive telemetry blockage is suspected. Patient care recommendations have been provided on (B)(6)2019 to perform a recovery procedure on this device. This procedure will be reportedly performed in (B)(6)2019.